Manufacturer narrative:
This report is being supplemented to provide additional information/correction based on the legal manufacturer's investigation. MFR report # 3002808148 - 2023 - 04356. Patient identifier: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty cable. Additionally, the device evaluation revealed the following findings: rear cover packing rubber part was peeling off and rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cable could not be identified. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the 4k autoclavable camera head was not displaying an image during procedure preparation. According to the initial reporter, only colored bars were on the display when the unit was plugged in. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation revealed the following findings: the power switch was damaged with a cracked protective cover and the plastic cap was missing; corrosion on output connector socket; the air joint unit was worn out; corrosion inside unit cover; the rubber suction feet on the bottom had weak suction force; and air tubing needed to be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.